Event description:
Report received that the rotary control knob position did not match the displayed position. The device was returned to the user facility's biomedical engineering department with an unsigned note stating, "had trouble clearing the volume and then couldn't reprogram the volume." No tracking information was provided; therefore, specific patient information, pump, programming, or event details were not available. During testing by the user facility, after the rate was entered and the control knob was placed to the vtbi (volume to be infused) position, the display indicated set rate. After the control knob was placed to the clear volume position, the device alarmed "turn to run."there were no reports of any adverse patient events while the device was in clinical use.